Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error several times while trying to prime the pump. Customer's blood glucose was 550 mg/dl at the time of incident and customer treated with an injection. Troubleshooting found that the motor error could not be cleared. Customer was advised to discontinue use of the device and revert to their back-up plan.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.